Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: b5, b6, b7. Additional information: investigation. The following allegations have been investigated: tilt, embedment, fear, anxiety, pain, hematuria, swelling, depression, anxiety, cognitive issues. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The allegation of embedment does not change the previous investigation for vena cava perforation. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported fear, anxiety, pain, hematuria, swelling, depression, anxiety, cognitive issues are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of (B)(4) devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received the filter due to motor vehicle accident (mva) and risk of deep vein thrombosis (dvt) related to obesity. Patient alleges tilt, vena cava perforation and embedment. Patient further alleges fear, anxiety, pain, hematuria, swelling, depression and unspecified cognitive issue.

Manufacturer narrative:
Additional information: investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava perforation the reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. A total of (B)(4) devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls a44118 (device mi), 1000384qc (device qci), a41935 (tulip mi), a41936 (tulip qci). No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.

Event description:
Patient allegedly received an implant via the right femoral vein due to post trauma per medical report. Report from CT: "there is an ivc filter identified in the ivc. The superior tip of the filter is in close approximation to the anterior wall of the ivc." "The of the 4 struts appear to perforate the wall of the ivc. The strut in the 9:00 position perforated the wall by approximately 1.6 millimeters. The strut in the 6:00 position perforated the wall by approximately 1.5 millimeters and the strut in the 3 o'clock position perforated the wall by approximately 0.9 millimeters." "The superior tip of the ivc filter is at the level of the right renal vein orifice and is approximately 9.9 millimeters inferior to the left renal vein orifice." "Ivc filter placement as described above with perforation of 3 of the 4 struts." Retrieval report (successful): "the sheath was then pushed forward to sheath the filter which collapsed almost completely, however the tines were still adherent to the wall and the sheath appeared to be too soft to sheath over it completely despite firm pressure application. The snare and sheath were removed over a magic torque wire and was exchanged for a 12fx80cm sheath and clover snare. The snare was used to capture the hook without complication and with firm tension the sheath was used to sheath the filter. The filter was completely covered by the sheath and removed through the sheath."